Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). A 300cm straight tip v-14 control wire was selected for use in a lower extremity angiogram. While crossing a stent in the thrombosed sfa, the tip of the v-14 control wire became stuck in the struts of the stent. When attempting to remove the wire, approximately 2cm of the tip of the wire fractured and the fragment appeared to be lodged in the stent between the arterial wall and the stent. No fragment retrieval was attempted for the remainder of the case as the physician did not see any inherent danger of the wire particle embolizing distally and there was no plan to remove the detached fragment in the near future. An angioplasty of the area where the tip fragment was lodged was performed as part of the standard protocol to treat the lesion. The procedure was completed with the use of other devices. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 - evaluation conclusion codes: updated.

Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). A 300cm straight tip v-14 control wire was selected for use in a lower extremity angiogram. While crossing a stent in the thrombosed sfa, the tip of the v-14 control wire became stuck in the struts of the stent. When attempting to remove the wire, approximately 2cm of the tip of the wire fractured and the fragment appeared to be lodged in the stent between the arterial wall and the stent. No fragment retrieval was attempted for the remainder of the case as the physician did not see any inherent danger of the wire particle embolizing distally and there was no plan to remove the detached fragment in the near future. An angioplasty of the area where the tip fragment was lodged was performed as part of the standard protocol to treat the lesion. The procedure was completed with the use of other devices. There were no patient complications as a result of this event.